Event description:
Extreme scalp itching with raised lesions biopsied and revealed inflammation. Endotine fixation post implanted from a brow lift. These posts are a biodegradable synthetic plastic manufactured by coapt industries. I have contacted the FDA previously and haven't received follow up.